Manufacturer narrative:
An event of material deformation (roughness/small wrinkle) of the guidewire was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6)2024, an amplatzer guidewire was chosen for the procedure. During device preparation, prior to introduction into the patient, it was indicated that the physician experienced great roughness in the material. Small wrinkles (gripping) on the guidewire were observed. The device was used with no further complication. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Event description:
It was reported that on (B)(6) 2024, an amplatzer guidewire was chosen for the procedure. During device insertion into the patient, it was indicated that the physician experienced great roughness in the material. Small wrinkles (gripping) on the guidewire were observed. The device was used with no further complication. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
H6 type of investigation code 4114 was removed. An event of material deformation (wrinkle) of the guidewire was reported and cannot be confirmed. Additionally, it was observed that the coating of the guidewire was not smooth (damaged). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, an amplatzer guidewire was chosen for the procedure. During device preparation, prior to introduction into the patient, it was indicated that the physician experienced great roughness in the material. Small wrinkles (gripping) on the guidewire were observed. The device was used with no further complication. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.